Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# j11390r10, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving baclofen [2000mcg/ml] at a rate of 379.7mcg/day via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the patient was experiencing symptoms consistent with withdrawal including itchiness, irritability, and increased spasticity. The patient was admitted to the hospital on either (B)(6) 2016 or (B)(6) 2016, and a dye study was performed on (B)(6) 2016 where the catheter volume was unknown. Troubleshooting was performed in regards to a prime following the dye study. The results of the dye study were reported as blush being observed on a CT, so the patient was referred for a CT immediately after dye study. It was indicated that the CT following the dye study was unremarkable for a catheter problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.